Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a euphora balloon to treat a lad lesion exhibiting 90% stenosis, slight calcification and non-tortuous. The device was removed from its packaging as per IFU and inspected with no issues noted. No difficulties noted when removing the protective sheath / packaging stylette from the device. Negative prep was performed with no issues noted. During the procedure it was reported that the device failed to deflate at the target lesion, following 1st inflation. No difficulties noted during inflation, the device was not moved or repositioned prior to the deflation difficulties. Several pulls of the indeflator were required to deflate the balloon. No patient injury reported.

Manufacturer narrative:
Product analysis: there was no damage evident to the distal tip of the device; however the balloon material was pulled over the proximal end of the distal tip. The outer shaft was stretched and damaged. A 0.015 inch patency mandrel and a 0.014inch guide wire could not be fully loaded through the inner lumen as resistance was encountered. It was impossible to inflate and deflate the device. To further examine the device, the distal shaft was cut off from the device and placed in a 37 degree celsius water bath for 24 hours to disperse any hardened blood and contrast in order to facilitate the removal of the inner from the outer shaft. The inner was removed from the outer shaft; there was an obvious, unusual damage and deformation noted to the inner shaft. (B)(4). Additional information received: further information received from the account stated that there was concern over the technique used during the preparation of the device for the procedure.